Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining a false negative prostate-specific antigen (psa) result of 0.00 ng/ml generated by the access 2 immunoassay system used in conjunction with access hybritech psa reagent kit (lot # 119638). The erroneous result was not reported out of the laboratory. Historically the expected result of the patient is approximately 2.0 ng/ml. The corrected psa result was 2.6 ng/ml. There was no change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
No sample data was provided by the customer. The customer stated that the same issue was observed with level 3 qc results yielding the value of 0.0 ng/ml; however, upon repeat resulted within acceptable range. A bec field service engineer (fse) was dispatched for this event. The fse verified specified requirements per established procedures. The fse observed that the ultrasonic high voltage was at 184 volts, so the fse replaced the transducer and adjusted the voltages. The fse ran multiple system checks and all results met published performance specifications. A definitive root cause for this event has not been determined to date.